Event description:
My minimed medtronic paradigm pump has a cgm function enabled, even though this is not FDA approved, this was the suggested course of action offered through minimed. I uploaded the data through their carelink online interface. However, since the 10.11 mac os update approximately 5 months age, I cannot upload any of my data from my pump to communicate with my doctor. In addition, I cannot upload any data from my pump at all, meaning that I am unable to see any trends in my blood sugars from week to week. The length of the problem and the inability to retrieve data off of the pump can lead to long term and permanent physical damage, as it means that my glucose control is compromised through limited data. Additionally, because the carelink interface will not work with macs, I cannot send my data to my doctor. Upon calling carelink customer service and medtronic, I was told that there was nothing that they could do.